Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a drill guide and a tapered driver both broke at the head during rotating and final tightening. The tip of the driver remains in the patient confined to a screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated in receipt of the complaint. Upon review of the tapered driver, it was observed that the hexalobe feature at the distal tip had sheared in a clockwise deformity pattern. The fracture face was smooth and uniform, suggestive of sudden brittle fracture. Circular striations can also be observed. It is likely the tapered driver experienced excessive torsional load during final tightening. The tapered driver is not indicated for use during final tightening.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a tapered driver broke at the head during rotating and final tightening . The tip of the driver remains in the patient continued to a screw.